Event description:
The patient was scheduled for the following outpatient procedures: d&c hysteroscopy and endometrial ablation. After performing the d&c, the surgeon then proceeded with the endometrial ablation utilizing the hydro thermablator device. The hydro thermablator device utilizes a small telescope that is inserted in the uterus for viewing of the lining of the uterus. Heated saline -up to 90 degrees c- is then circulated in the uterus for ten minutes in order to treat the endometrium. When the treatment is complete, the uterus is flushed with room temperature saline to cool the uterus. In this patient's case, approximately six minutes after the heating cycle of the ablation procedure started, the surgeon noticed a small leak of about 3 cc of fluid through the cervical canal into the vagina. The procedure was immediately aborted and the cooling cycle of the procedure was started. A small area of sloughing of vaginal mucosa on the right side of the vaginal canal and at the level of the posterior lip of the cervix were noted. At the conclusion of the cooling cycle/procedure, silvadene cream was applied to the vaginal canal into the cervix.